Event description:
It was reported that while a bd nexiva IV catheter was in use, there was a blood leakage at the catheter hub and luer lock adapter junction. Because of the leakage, blood sprayed into a nurse's eye. She was evaluated by occupational health and received an unspecified (B)(6) treatment. The reporting facility also stated that they inspected the device and a deformity was noted in the threading of the IV hub.

Manufacturer narrative:
Results: a sample is not available for evaluation. Photos of the luer adapter portion of the used device were inspected and revealed body fluid or medication on the threads and along the wings of the luer adapter. Damage was also observed to the threads of the luer adapter. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: although photos revealed fluid outside of the fluid path and damage to the threads of the luer adapter, without a sample an absolute root cause for this incident cannot be determined. (B)(4).